Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of log file data. Other devices involved in this event: heartware ventricular assist system ¿battery. Battery / unknown serial / model #: 1650de / (B)(4). Heartware ventricular assist system ¿battery. Battery / unknown serial / model #: 1650de / (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that power source one(battery) prematurely switched to power source two. Patient disconnected power source two so it can go back to draining power source one. Patient noticed both battery indicators turned red and he felt a flutter in his chest. The ventricular assist device (vad) did not alarm. The alarm screen did not show any power disconnect or vad stopped alarms. The batteries were replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller and five (5) batteries were not returned for evaluation. Log file analysis revealed that the controller, (B)(6), contained the smr software. The software contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(6). As a result, the reported premature switching event was confirmed. A review of the event log file revealed two (2) controller power up events on 11/dec/2017 at 20:28:32 and 26/jan/2018 at 12:03:08. Data logs prior to and following the controller power up event on 11/dec/2017 were not available. As a result, the power sources attached before and after the loss of power as well as the power down time cannot be determined. The data point prior to the loss of power on 26/jan/2018 revealed that (B)(6) was connected to power port one (1) with 44% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 91% rsoc. Several momentary disconnections were recorded leading up to the loss of power. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for a maximum of 14 minutes and 35 seconds. Furthermore, a review of the alarm files did not reveal any alarms near the reported event date or the controller power up events. As a result, the reported controller's battery indicators turning red may have been related to a controller power up event. As a result, the reported event was confirmed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections between the controller and b atteries. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation was initiated to investigate momentary disconnections. Additional products: d1: heartware ventricular assist system ¿battery d4: model #: 1650de / catalog #: 1650de / expiration date: 2017-jun-30 / serial# :(B)(6) UDI #: (B)(4). D10: no. H4: mfg date: 2016-jun-30. H5: no. H6: device code(s): FDA 2885. H6: FDA method code(s): FDA 4114; FDA 4112. H6: FDA results code(s): FDA 3213. H6: FDA conclusion code(s): FDA 12. D1: heartware ventricular assist system ¿battery d4: model #: 1650de / catalog #: 1650de / expiration date: 2017-jan-31 / serial# :(B)(6) UDI #: (B)(4). D10: no. H4: mfg date: 2016-jan-31. H5: no. H6: device code(s): FDA 2885. H6: FDA method code(s): FDA 4114; FDA 4112. H6: FDA results code(s): FDA 3213. H6: FDA conclusion code(s): FDA 12. D1: heartware ventricular assist system ¿battery. D4: model #: 1650de / catalog #: 1650de / expiration date: 2016-dec-31 / serial# : (B)(6) UDI #: (B)(4). D10: no. H4: mfg date: 2015-dec-31. H5: no. H6: device code(s): FDA 2885. H6: FDA method code(s): FDA 4114; FDA 4112. H6: FDA results code(s): FDA 3213. H6: FDA conclusion code(s): FDA 12. D1: heartware ventricular assist system ¿battery. D4: model #: 1650de / catalog #: 1650de / expiration date: 2016-sep-30 / serial# : (B)(6) UDI #: (B)(4). D10: no. H4: mfg date: 2015-sep-30. H5: no. H6: device code(s): FDA 2885. H6: FDA method code(s): FDA 4114; FDA 4112. H6: FDA results code(s): FDA 3213. H6: FDA conclusion code(s): FDA 12. D1: heartware ventricular assist system ¿battery. D4: model #: 1650de / catalog #: 1650de / expiration date: 2015-dec-31 / serial# : (B)(6) UDI #: (B)(4). D10: no. H4: mfg date: 2015-dec-31. H5: no. H6: device code(s): FDA 2885. H6: FDA method code(s): FDA 4114; FDA 4112. H6: FDA results code(s): FDA 3213. H6: FDA conclusion code(s): FDA 12 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: date MFR received for the initial is 2018-01-25. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Logfile review indicates there was loss of power after the initial reported event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller and two (2) batteries of unknown serial numbers were not returned for evaluation. Log file analysis revealed that the controller, (B)(4), contained the smr software. The software contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections between the controller and batteries. As a result, the reported premature switching event was confirmed. A review of the event file revealed a controller power up event on (B)(6) 2017, at 20:28:32. The controller can only store a maximum of 30 days of data in the data file. After reaching the limit, the controller initiates a first-in first-out method where by the oldest data point is deleted to allow the newest data point to be recorded. As a result, data logs prior to and following the controller power up event was not available. Furthermore, a review of the alarm files did not reveal any alarms near the reported event date or the controller power up event. As a result, the reported controller's battery indicators turning red may have been related to the controller power up event on (B)(6) 2017. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one power source. The manufacturer has initiated an internal investigation to capture events involving the controller losing power. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections between the controller and batteries. The manufacturer has investigated momentary disconnections between the controller and batteries. If information is provided in the future, a supplemental report will be issued.